Event description:
It was reported that a review of a remote transmission detected a high voltage lead impedance greater than an upper limit. The trend was stable with no sudden jumps or drops, which may due to a physiologic change. The impedance will be monitored. There were no adverse health consequences to the patient.